Event description:
The user facility reported that two employees experienced tingling and numbness in their hands and fingers when handling valsure enzymatic detergent.

Manufacturer narrative:
Valsure enzymatic detergent is used as an in-sink pre-wash at the dilution rate of 30ml valsure per two gallons of water. Employees reported medical treatment was sought with their personal physicians. The first employee sought medical attention with her doctor who stated to her that repeated exposure to chemicals can cause some sensitization. The numbness that the employee was experiencing was stated to be symptoms of carpal tunnel due to repeated heavy lifting. The second employee sought medical attention with her doctor who stated that they wanted to do blood work. One employee has been handling the detergent for approximately 10 years. The other employee is a new hire to the user facility. When the employees are handling the detergent they are wearing gloves. The manager of the or has purchased heavier style gloves and both employees are now wearing the heavier style gloves.

Manufacturer narrative:
Steris followed up with the user facility in regards to the status of the second employee. The user facility stated that the employee remains on normal work duties; the user facility would not disclose information regarding additional medical treatment.